Event description:
A report was received per social media that the patient was experiencing severe neck and head pain, migraines, headaches, double and blurred vision due to lead migration. Patient will undergo a surgery.